Event description:
It was reported that the bd luer-lok plunger rod was broken / damaged. The following information was provided by the initial reporter: syringe plunger falling out of barrel; no resistance above flange, solution spillage during use: customer message below: "there is no ridge or any resistance above the flange to prevent the plunger from falling out of the barrel. If we use the syringe, particularly to its maximum 1ml volume, the plunger comes out very easily with little force in comparison to other syringes." Additional information provided: ¿ was patient or user harmed? If yes, please explain treatment has been delayed, level of harm none or low ¿ what kind of solution/medication was spilled/ leaking? Morphine, hyoscine, midazolam, adrenaline 1:1000, atropine, adrenaline 1:10000, chlorphenamine, cyclizine, unfractionated heparin, naloxone ¿ could you please confirm the lot/serial number (B)(6) of the defective product? As per my previous email to your colleague the lot numbers that I am aware of currently: (B)(6). ¿ it came to our attention that samples are available for investigation.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot numbers include 4162360, 4158490, 4114165, 4033569 and 3349295. Other expiration dates include 2029-05-31, 2029-03-31, 2029-01-31 and 2028-11-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture dates are 2024-07-26, 2024-07-15, 2024-05-14, 2024-02-14 and 2024-01-05.

Event description:
No additional information was provided.

Manufacturer narrative:
Correction: the event/product problem was incorrect in the initial MDR. Correct event/product problem is other (plunger falling out easily). Evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. According to verbatim, the complaint appears to be for the absence of stop ring on the plunger rod. This product does not have a stop ring by design according to its product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.